Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of four snares used in the same procedure. It was reported to boston scientific corporation that a 25mm snare was used to remove a gastric polyp during a polypectomy procedure performed on an unknown date. During the procedure, the snare was tested prior to insertion into the scope and functioned without problems. However, once deployed, it was unable to cut the polyp. Three different electrosurgical units were used in an attempt to resolve the problem, but without success. As a result, the procedure was cancelled, and the patient is scheduled for another attempt to remove the gastric polyps. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.